Event description:
It was reported a cerebrospinal fluid (csf) leak occurred during a procedure to implant a scs lead. The physician opted to abandon the procedure. Postoperatively, the patient reported having a headache. The patient was instructed to consume caffeine.